Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that for the last 2-3 weeks they have felt a fold in their implant. Patient stated that it is so painful that it lays them out on the floor. Patient said that they called their doctor's office and they said that the implant is not supposed to move. Patient mentioned that they can massage the implant and it doesn't hurt, but it's apparent that if it keeps going it's only going to get worse. Patient mentioned that they called a mdt rep and had to leave a voicemail; patient added they were told to call patient services for help. Patient noted that they have felt the fold twice in the last 2-3 weeks and that it is so painful and that they have an upcoming appointment with their doctors pa on monday at 10:45am and request a rep is there. Patient stated that the first time they felt the fold and implant move they bent over and came back up and went oh my gosh but then it went away but the second time 3-4 days later it came back with a vengeance and didn't go away. Patient mentioned that they do not think the rep they left a voicemail with will be able to make it to the appointment. Agent offered and sent an email to the field. The patient was redirected to their healthcare provider to further address the issue.